Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the tingling sensation was no longer felt. There were no known environmental, external, and patient factors that may have caused the event. For diagnostics/troubleshooting it was found that the stimulation was turned off, so guidance was given to turn it on. The patient does not remember turning it off but reported feeling the tingling sensation again, so the situation will be monitored. The issue was resolved at the time of the report. The patient outcome was listed as "health damage". The patient injury details were listed as "the tingling sensation was no longer felt and it was found that the stimulation was turned off, so guidance was given to turn it on. The patient does not remember turning it off but reported feeling the tingling sensation again, so the situation will be monitored". Additional information was received. When asked if the cause of the stimulation turning off was determined and if the patient experienced any further instances of stimulation turning off, it was answered "no , even if we give feedback to the doctor, we couldn't identify the cause on an outpatient basis."